Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system and the customer was stuck in rewind complete/bolus delivery loop. The customer's blood glucose level was 179 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The customer stated that the drive support cap was normal. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.